Event description:
14 bags over the past month that have broken prior to attaching to crrt machine. Rfp 401, lot q2002700, exp 2/1/2022, rfp 401, lot q2001596, exp 1/1/2022, rfp 454, lot q1906851, exp 6/1/2021, rfp 401, lot q2001508, exp 1/1/2022, rfp 454, lot q1907077, exp 7/1/2021, rfp 401, lot q2001509, exp 1/1/2022, rfp 401, lot q1912306, exp 12/1/2021, rfp 401, lot q2001436, lot 1/1/2022, rfp 401, lot q1912306, exp 12/1/2021, rfp 401, lot q1912306, exp 12/1/2021, rfp 401, lot q2001436, lot 1/1/2022, rfp 401, lot q2001507, exp 1/1/2022, rfp 401, lot q2001507, exp 1/1/2022, rfp 453, lot q1904118, exp 4/1/2021.